Event description:
It was reported a wire was visible under cable. It was noticed after surgery during cleaning, and there was no delay and no patient involvement. During evaluation, it was clarified that there was damage to the power cord exposing the coated wiring, however no metal wires were exposed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Upon evaluation, it was clarified that there was damage to the power cord exposing the coated wiring, however no metal wires were exposed. This event is no longer reportable under zimmer biomet criteria and this report should therefore be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported a wire was visible under cable. It was noticed after surgery during cleaning, and there was no delay and no patient involvement. No adverse events were reported as a result of this malfunction.